Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb0060, implanted: (B)(6) 2003 other relevant device(s) are: product ID: 3587a, serial/lot #: lb0060, ubd: 22-nov-2006, (B)(4). Mdtmdt. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a manufacturer representative, and a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. The patient¿s diagnosis associated with the event is rsd. It was reported on (B)(6) 2009 that there was an allergic reaction, and that the patient was having a rash and itchy irritation at the incision site. Additional information was received from a manufacturer representative regarding the patient on 2011-feb-15. The patient feels itchy in the spine area approximately every 3 months and it appears to be weather dependent. The health care provider looked at the incision site and everything appeared to be normal. The manufacturer representative was under the impression that the lead site is the source of the itchy sensation and not the pocket. An allergy test kit was ordered. Additional information from the health care provider indicated that the allergic reaction was due to the recharger. The manufacturer representative reported on 2011-mar-29 that the patient complained to the surgeon¿s office of an occasional hive or two in the area of the lead incision scar. Additional information received from a manufacturer representative on 2011-jun-15 indicated that the patient is allergic to 5 types of silicone. Additional information was received from a consumer regarding the patient on 2018-aug-09. It was reported that ever since th e thoracic lead was implanted in 2009, the patient has had hives over where they assume the lead is implanted. The physician went back in after implant as their incision was not healing, and they found cysts around the lead and tissue sampling results indicated epithelial cells which the patient reports are indicative of an allergic reaction. On the allergy test results from (B)(6)2011, the patient indicated the (+) sign indicates something that they are allergic to. The allergy test results had a (+) reading after 48 hours for silicone rubber-mdx-70, silicone rubber-etr-50, silicone rubber medical adhesive, silicone rubber med 4719, and silicone rubber adx 70 bardem sulfate filled. A 96 hour reading did not find any (+) signs for allergic reaction. There were no further complications reported or anticipated.